Manufacturer narrative:
The alleged event is a risk associated with breast surgery and there is no evidence to suggest a link between this particular implant and/or its manufacturing process and a higher risk of occurrence. Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: "over the past several years, the FDA has received new information about systemic symptoms commonly referred to as breast implant illness (bii), which some patients attribute to their implants. Some people with bii also get diagnosed with a specific autoimmune or connective tissue disease, but many do not. Researchers are investigating the symptoms to understand their origins better. These symptoms and what causes them are poorly understood. In some cases, removing breast implants without replacement is reported to reverse bii symptoms. Symptoms can include central nervous system (cns) disorders (e.g., brain fog, memory loss, tinnitus, vertigo, headaches, blurred vision and migraines); musculoskeletal disorders (e.g., fibromyalgia, muscle pain, hand discoloration, numbness, headaches and migraines); psychological disorders (e.g., anxiety, panic attacks, and feeling of imminent death); immune/inflammatory disorders (e.g., raynaud syndrome, scleroderma, hashimoto¿s thyroiditis, sjogren¿s syndrome, autoimmune disease, recurrent infections, rheumatoid arthritis, night sweats, toxic shock, chronic fatigue, dry eye, sudden food intolerance, systemic lupus erythematosus, and multiple sclerosis); as well as anemia and symptoms related to the cardiorespiratory and genitourinary systems". A complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. Establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.

Event description:
USA. Allegedly, a patient who underwent a breast augmentation surgery in (B)(6) 2026, started experiencing a sudden onset of widespread systemic issue 2 weeks post op, that have not yet subsided. She was diagnosed with bii (sn (B)(6). No patient demographics, such as weight, or ethnicity, were provided by the reporter. Efforts to gather additional information are ongoing, and the investigation remains in progress.